Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) spain alleging that the patient obtained an inaccurate result on an unknown onetouch meter. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available for follow-up when attempted by medical surveillance (ms). The reporter claimed that the patient¿s meter had been reading inaccurately since (B)(6) 2014, but did not specify any inaccurate results. The reporter detailed that the patient manages her diabetes by self-adjusting her insulin doses and made no changes to her diabetes management routine in response to the alleged issue. The reporter detailed that during ¿the last week of november¿ the patient developed symptoms of ¿headache, cold sweating and feeling like she was about to vomit¿, which she associated with low blood sugar. The reporter claimed that the patient was taken to hospital by the emergency medical services, where she was treated with glucose gel and juice. The reporter also stated that the patient had her blood glucose tested on a hospital meter which gave a result of 34mg/dl. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to suffer symptoms of a serious hypoglycemic event and subsequently required medical intervention from a healthcare professional after obtaining allegedly inaccurate results on the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.